Event description:
Customer reported the infusion set leaked insulin approximately 2 weeks ago. She smelled insulin when she changed the infusion set, and she believes there was a partial break in the product. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.